Event description:
The device was used during a vaginal hysterectomy procedure. Reportedly, the instrument did not fire properly. The surgeon manually sutured to complete the procedure. No pt injury reported.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.